Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes there was stopper creep out or loose closures. This event occurred 360 times. The following information was provided by the initial reporter. The customer stated: "various medical technologists and nurse phlebotomists experienced the same nature of incident where the tube caps are easily loosened (as if without resistance) with little effort. Once tubes are opened and caps are replaced, the tube cap does not stay in place and opens instead. This led the users to use plasters to fasten the tube caps in place or caps will loosen and result in spillage. Affected quantity is quite high, about 30-40% in a pack." Additional information received 3/24/21: health care workers were wearing full ppe; gloves , face mask, face shield and suit. No recollection of samples were needed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2021-04-22. Investigation summary: bd received 50 samples for investigation of material#: 367812, batch#: 0273504. Twenty-nine (29) of the samples were evaluated by stopper pullout testing and the indicated failure mode for stopper creepout with the incident lot was observed with 5 out of 29 samples failing the stopper pullout testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of stopper creepout through corrective and preventive actions (CAPA: 1875009).

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes there was stopper creep out or loose closures. This event occurred 360 times. The following information was provided by the initial reporter. The customer stated: "various medical technologists and nurse phlebotomists experienced the same nature of incident where the tube caps are easily loosened (as if without resistance) with little effort. Once tubes are opened and caps are replaced, the tube cap does not stay in place and opens instead. This led the users to use plasters to fasten the tube caps in place or caps will loosen and result in spillage. Affected quantity is quite high, about 30-40% in a pack." Additional information received 3/24/2021: health care workers were wearing full ppe; gloves , face mask, face shield and suit. No recollection of samples were needed.